Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.(B)(4).

Event description:
The customer reported, the tip broke off and is still inside the patient. Multiple attempts to obtain further information were made to the customer, however no response was received.

Manufacturer narrative:
(B)(4): one (1) gl2360-002 flexiable extension tip only f/kahn cann was reported as the complaint sample. The sample was not returned for evaluations and no pictures were sent of the failed sample. The lot code was not reported. It should be noted that sample is the white flexible tube tip (31-100-088) that is attached to the metal connector tip (31-300-383) and that is attached to the front tube (31-300-561) of the kahn uterine trigger cannula. The customer reported that the tip broke off and is still inside the patient. It is possible the white flexible tip along with the connector tip may have broken off inside the patient. The white flexible tube tip¿s material is composed off ¿fep virgin resin with 12% barium sulfate, usp¿, the dimensions are .740 inches long and 0.135 inches wide. The connector tip is composed of cold-drawn and annealed, type 303 stainless steel, the connector tip is .375 inches long and 0.218 inches in diameter. The white flex tip features a collared design at the proximal end of the tip, this is to ensure the tip does not slide out of the connector tip (ferrule hub) easily when used properly; however any excessive pulling forces may deform/uncurl the collar on the proximal end of the flex tip (that holds it in the hub) and the tip could potentially slide out. No other information besides the description of incident was provided for review. It should be noted that corrective actions were taken to add more detail to the work instructions and also to improve the manufacturing method of the white flex tip over previous models; the dimensions and tip shoulder formation were changed, as well as the disassembly characteristics were revised to prevent the collar of the tip from deformation. These actions were implemented by year 2012. The applicable personnel have been made aware of this reported issue. Sample was not returned for evaluations. Root cause was not determined. It is possible the end-user was using and older gl2360 product. It should be noted that any excessive pulling forces may deform/uncurl the collar on the proximal end of the flex tip (that holds it in the hub) and the tip could potentially slide out.